Manufacturer narrative:
Evaluation results: inherent risk of a procedure (stent deformation). Conclusion results: known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
Additional information received reported that the stent also dislodged while passing through the lesion. It was then withdrawn and taken out from the patient.

Event description:
It was reported that the physician was attempting to use a 2.25mm diameter x 24mm length endeavor resolute (rx) drug eluting stent to treat a moderately calcified and tortuous lesion in the lad with 80% stenosis. It was reported that while the stent was passing through the lesion, its struts were deformed. It was reported that the physician then used a nc balloon and another endeavor resolute stent. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. The stent had dislodged from the catheter device and was severely deformed. Crimp impressions were visible along the working length of the balloon. The hypotube of the device was also kinked at 20cm, 34cm, 42cm and 92cm distal to the strain relief. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).